Event description:
Injection site hematoma [injection site haematoma]. Thrombosis of the vena femoralis left side [thrombosis]. Case description: spontaneous report received on 24-aug-2009 from a healthcare professional regarding a male patient with osteoarthritis, with unknown medical history. The patient received his first does of synvisc administered once via intra-articular route on an unspecified date at a dose of 2 ml. Five days after starting synvisc, the patient experienced haematoma at the site of the synvisc injection. The patient was later diagnosed with deep vein thrombosis. Both events were described by the hcp as moderate in intensity and non-serious. The patient recovered without sequelae afterwards. The hcp assessed the relationship between the events and synvisc as possible. On september 23, 2009, the investigation summary was received. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow up information was received on october 6th from the physician regarding a male patient. The patient's medical history includes coxarthrosis. In 2009, the patient received the first and the second synvisc injection administrated via intra-articular route at a dose of 2 ml one week apart. Five days after the last synvisc injection, he experienced hematoma groin left and thrombosis of the left vena femoralis which required 8 days of hospitalization. The third synvisc injection was temporarily interrupted a week later. No recanalization of the distal vena femoralis was noticed 9 months after the event. As of the date of receipt of this report, the patient recovered with sequelae, the physician reported that he might have possible post thrombosis syndrome. The hcp assessed the intensity of the reported events as severe and possibly related to synvisc treatment. The initial report indicated that the synvisc injections were performed to the hip. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint . Genzyme will continue to monitor complaints.